Manufacturer narrative:
Investigation summary: one sample unit belonging to lot number 8086912 was received for evaluation by our quality engineer. Batch code: 8086912 DHR review: a review of the device history record was completed for sub-assembly# 8607954 lot 8026672 manufactured from 31-jan-18 to 27-feb-18 and sub-assembly# 8607954 lot 8054533 manufactured from 27-feb-18 to 31-mar-18 in the injection machine #40072221, position 13 used in claimed lot 8086912. This lot was reviewed regarding the tests of "foreign matter¿ and found no records that could lead to claimed defect. The review did not reveal any quality issues during the production process that could have contributed to the reported incident. Through visual inspection of the returned sample, a particle was observed inside of the grip component. It has been determined that the particle originated from the molding process of the product. It is possible that during the injection process within the molding station, oil reached the interior part of the mold causing the observed defect. Bd was able to confirm the complaint for the defect claimed. Based on an evaluation of severity and frequency, further action has not been determined necessary at this time. Complaints received for this device and defect will be monitored by our quality team for signs of emerging trends. Based on this, a CAPA is not needed at this time.

Event description:
It was reported that before use of the bd insyte¿ autoguard¿ shielded IV catheter, foreign matter inside the catheter. No serious injury or medical intervention was reported.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before use of the bd insyte¿ autoguard¿ shielded IV catheter, foreign matter inside the catheter. No serious injury or medical intervention was reported.